Event description:
On 05/03/2000, the facility's specialties buyer informed the distributor's sales representative of the following: before the case to insert the device, the nurse observed that the 5 french (fr) catheter was missing from the kit. Another kit, same lot number was opened and used without further incident. The distributor replaced the product at no charge to the facility and requested a replacement be issued to them. No further details were provided.